Event description:
The catheter leaked externally. It was repaired. This has been a chronic issue for this facility; no additional information available for this specific event. Additional information: CT holding patient noted the baby felt "wet." Other staff called over immediately. Nurses attended to the patient and held pressure and noted line snapped where the clamp was located. Pediatric surgeon called immediately . Doctor to bedside to repair catheter. Securement device placed at that time and to be on for 48 hours following event. Infant tolerated procedure well.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huwi1362 showed no other similar product complaint(s) from this lot number.